Event description:
It was reported to philips that the disk full message, which could affect imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard drive was full. Analysis of the system log file showed that the image disk was full. During troubleshooting, the fse deleted images and rebooted the system a couple of times, which did not resolve the issue. The fse informed the customer that the issue will be resolved automatically on fco implementation which will be released soon. After archiving the cases from the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.